Event description:
According to the event description: "during ongoing therapy, a similar event to the previous one was observed. During the pre-alarm for reaching the remaining volume, the alarm was muted without any button being pressed. Additionally, it was noted that the infusion pump's display repeatedly turned off and on. In a subsequent test run of the infusion pump (without a patient), it was observed that during the administration of a bolus, the display froze and then turned black, while the bolus administration continued. After a short time, the display turned back on and correctly showed the ongoing bolus administration. The event was documented on video."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission #k092313.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One perfusor space, material no. 8713030, serial no. (B)(6), was received. Following inspections were conducted: history inspection: the device history files from (B)(6) 2025 and (B)(6) 2025 were investigated. The device alarm 1119 (lcd backlight on defective) could be found on (B)(6) 2025. No other abnormalities were found. The device alarm 1119 did not occur during the infusion. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear, but no visible damage was located. Functional inspection: a functional test was performed. The device passed the self test. A ops 50ml syringe was inserted, the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a long-term test about 24 hours was performed. A b.braun ops syringe was inserted and the infusion started with a rate of 1ml/h. During the infusion, no malfunction could be detected. Disassembling: the device was disassembled, and the inside was investigated. No visible damage was found inside the device. Also, the operating unit was disassembled. No visible damage was found. Judgment: the defect could not be confirmed. During the investigation, the malfunction could not be reproduced. To avoid any further malfunctions the lc-display will be changed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.